Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon was attempting to insert a 12.6mm micl12.6 implantable collamer lens, -13.5 diopter, and the lens tore while trying to advance in the injector. There was patient contact but no injury. The backup lens was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: device history review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: based on the complaint history, work order search, medical review, product evaluation and device history record review, a specific root cause of the event could not be determined. (B)(4).